Event description:
It was reported that the insulin pump alarmed during bolus and/or basal rate delivery. The customer was advised to deliver a 5 unit fill cannula delivery. The customer's blood glucose was 147 mg/dl. The customer stated that different sets had been tried. The high pressure test was done and reached the 2.9 unit mark. The caller stated that the insulin was not expired or denatured. The sites were rotated and the user was being handled correctly. The tubing was not bent or kinked. The customer insisted on replacing the insulin pump. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.